Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 456 mg/dl at the time of the incident and was treated with a bolus. The customer reported the insulin pump alerted no insulin even though it was half or completely full. The customer stated that it was working till half an hour ago. The customer had new set and reservoir on the body now. The customer stated that its been on higher side all day and sometimes it would scream and give high tone. The tubing would turn orange from body to bottom of tubing length. The customer had not tried different cannula lengths. The tubing was not bent or kinked. The customer declined troubleshooting for high blood glucose and stated that they had done this twice already. The customer was confused and stated that they thought the no del or blocked alarm means that there was no insulin. The customer stated that sometimes it force them to rewind. The customer confirmed last time they ran displacement test and it was successful. The insulin pump will not be returned for analysis.